Event description:
During implant, the surgeon was unable to get the lead to stay midline. On many attempts the lead wanted to go either right or left. A different lead was used and the surgery took 3.5 hours. The patient now has to have a revision. Additional information has been requested.

Manufacturer narrative:
(B) (4)